Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading was 380mg/dl. The customer's mother stated that they obtained insulin, which performance was not reliable. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.